Event description:
It was reported that the ilet stopped automated dosing when the continuous glucose monitor (cgm) was disconnected and the user could not enter a blood glucose value, with the user waiting for the sensor warmup to complete after being advised to perform a fingerstick but lacking a glucometer. No reported symptoms with potential for elevated blood glucose due to suspension of automated dosing. Outcomes included user education on device behavior and monitoring while awaiting cgm reconnection. Investigation included review of device behavior during cgm loss and user guidance provided by support. Investigation of this case revealed that the device functioned as designed by suspending dosing in the absence of a valid glucose input and that no device component malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was expected device safety interlock behavior triggered by loss of glucose data and use-related factors related to not comprehending that dosing had stopped.